Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the consumer had blood testing to exclude infection, the patient recall thought it may be caused by oppression of the wound, and the patient was now in normal condition.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 388928, lot# 0212002173, product type: lead. Product ID: 3550-18, product type: accessory.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported that after surgery, a consumer may have a wound infection. The consumer asked to check as soon as possible. There were no further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.